Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes (investigation types, conclusion, findings, components), h11. A getinge field service engineer (fse) tests and diagnostics. Replacement of the pump-trolley seal. The device is functional. O-ring needs to be replace. Waiting for customer to accept the po. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), helium cylinders in the pump empty very quickly. There was no patient involved.

Manufacturer narrative:
Due character limit e1: initial reporter name- (B)(6). Event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.